Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent products are identified.

Event description:
It was reported that after release of the self-expanding stent during a stent placement procedure, a decomposition of the sheath of the delivery system was noted. Following this observation, the physician made sure that no particles of the sheath had detached intravascular and concluded the procedure. An extension of the procedure of 10 minutes was reported. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not available, and images have not been provided. An evaluation was not performed; therefore, the alleged issue could not be re produced which led to an inconclusive evaluation result. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU closely describe the way of holding and handling the system throughout deployment. The IFU further states:'predilation of the lesion should be performed using standard techniques', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding use of accessories the IFU states: '...insert a 0.035 inch (0.89 mm) diameter guidewire', and 'always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended.'

Event description:
It was reported that after release of the self-expanding stent during a stent placement procedure, a decomposition of the sheath of the delivery system was noted. Following this observation, the physician made sure that no particles of the sheath had detached intravascular and concluded the procedure. An extension of the procedure of 10 minutes was reported. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned catheter sample a break of the inner catheter could be confirmed. The inner catheter was found detached from the hypotube at the proximal end and broken in the distal section which indicated that excessive force/ friction must have been present on the inner catheter during the procedure. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU closely describe the way of holding and handling the system throughout deployment. The IFU further states:'predilation of the lesion should be performed using standard techniques', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding use of accessories the IFU states: '...insert a 0.035 inch (0.89 mm) diameter guidewire (...)', and 'always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended.'

Event description:
It was reported that after release of the self-expanding stent during a stent placement procedure, a decomposition of the sheath of the delivery system was noted. Following this observation, the physician made sure that no particles of the sheath had detached intravascular and concluded the procedure. An extension of the procedure of 10 minutes was reported. There was no reported patient injury.